Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in intraoral region # 19 it was verified its non osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed.